Event description:
The physician placed a gdc 360 coil initially and then followed with a microvention compass coil in the treatment of an aneurysm. The physician placed approximately 10 cm of the coil when he felt resistance pushing forward. He then pulled back but felt no movement; the coil had either broken or was detached when he pulled back. The physician then snared the coil and pulled it out without any complications. There was no harm to the patient.

Manufacturer narrative:
The implant was returned by the customer for evaluation. It was observed that the implant was extremely stretched and knotted. The pusher and introducer were not returned with the implant for evaluation. A complete analysis could not be performed because all components were not returned for evaluation. The results of our investigation are inconclusive; we were not able to determine the cause of the incident.